Manufacturer narrative:
The device was received into the lab on 12/12/2025 and it was confirmed that the angulation system was not functioning properly. The device usage counter indicated that there was one registered use since previous repair. Said previous repair included repair of the angulation system. Device passed outgoing quality control inspection on 12/08/2025. There were no obvious signs of component or process related issues identified that could point to a potential cause for the failure. The lab was unable to determine what caused the premature angulation wire failure to occur. There were no repair/installation process trends identified that could point to a potential cause for the premature angulation wire failure. No similar events have occurred therefore this is considered an isolated event. The necessary repairs were carried out and on 12/23/2025 the repaired device passed outgoing qc inspection and was returned to the customer. No further issues reported.

Event description:
The user facility reported that the down angulation stopped working during first use after repair during a case on (B)(6) 2025. No injuries were reported, however there was a procedural delay of approximately 3 hours.